Event description:
It was reported that the patient's atrial lead was dislodged. The dislodgement was confirmed via x-ray imaging. The lead was capped and replaced on 28 mar 2023. The patient condition was stable.